Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Concomitant medical product(s): 00801803202 femoral head sterile product do not resterilize 12/14 taper 60780515; 00-6305-058-32 xlpe 0 degree poly liner 58x32 60741731; 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length 60786317; 00620205822 shell porous with cluster holes 58 mm 60629168. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an right hip revision due to adverse local tissue reaction and pain. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient's hip arthroplasty was revised due to aseptic, lymphocyte-dominated vasculitis-associated lesion symptoms. The femoral head revealed signs of corrosion.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history report review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Revision due to pain.